Event description:
It was reported that a patient underwent a sling procedure on (B)(6) 2007. On (B)(6) 2011, the patient was found to have a mesh erosion on the left side of the vaginal cavity and underwent excision of the mesh that was in the erosion zone.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.